Event description:
It was reported that; spine sales representative, related that insertion of the cage, impacted by the surgeon in the interbody space, then liberating the cage with the implant holder and radio control : the cage is located out of the interbody space. Insertion of a second navigator cage, which placed itself on the mid interbody space on l5-s1".

Manufacturer narrative:
Risk assessment. The cages are not returned and still implanted. Since the product was not returned and no lot# provided, device evaluation, complaint history review and device history review could not be performed. The exact root cause of this event could not be determined, and is multifactorial.

Event description:
It was reported that; spine sales representative, related that insertion of the cage, impacted by the surgeon in the interbody space, then liberating the cage with the implant holder and radio control : the cage is located out of the interbody space. Insertion of a second navigator cage, which placed itself on the mid interbody space on l5-s1"